Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the territory manager via email that the customer was in the hospital due to high blood glucose. Customer lost his meter and was requesting a replacement.